Event description:
The customer reported that the paramedics had to be called because she had low blood glucose of 26 mg/dl. She stated that she had a fever due to the low blood glucose and believes that the incident was due to changing hormones, since she just had a baby. The customer was hospitalized for three days and was wearing the insulin pump while in the hospital. The customer was offered to perform troubleshooting on the device but she declined. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.